Manufacturer narrative:
Visual inspection: upon visual inspection of the complaint device it can be seen that we have received the article in a locked condition. Functional test: during investigation a functional test was performed, the blade passed the functional test dimensional inspection: as the blade is fully functional, the complaint is unconfirmed and no further investigation will be done, as material and dimension evaluation. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. Based on that, that the article is in fully functional condition, the complaint is not confirmed. No product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 04.027.035s lot: 2l24907 manufacturing site: (B)(4) supplier: (B)(4) release to warehouse date: 13.nov.2018 expiry date: 01.nov.2028 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, a proximal femoral nail antirotation (pfna) blade could not be assembled with an impactor for pfna blade. The surgeon used a new pfna blade to complete the procedure. There was no surgical delay and patient consequence reported. Concomitant device reported: impactor for pfna blade (part#03.010.410, lot#unknown, quantity#1). This report is for one (1) pfna blade perf l100 tan. This is report 1 of 1 for (B)(4).